Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an x-ray and echocardiogram confirmed that the atrial lead was dislodged. The patient's pulse generator was programmed to vvi 60 with hysteresis of 50 bpm. There were no plans to revise the lead.